Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported "customer complained about the image quality on the machine. When scanning arms, they cannot see the veins very well and can't use the machine if the patient doesn't have a big healthy vein. They said that they cannot see their needle tip when trying to needle tip track either. It's too grainy and blurry to see anything".